Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the fluid would not inject into the patient or strong resistance. Needle not letting fluid flow into or out of the syringe. The peds department had to stick the patient twice to get the vaccine completed. They sampled more needles and their statement was there is a lot of resistance when attempting to inject the fluid into the patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the fluid would not inject into the patient or strong resistance. Needle not letting fluid flow into or out of the syringe. The peds department had to stick the patient twice to get the vaccine completed. They sampled more needles and their statement was there is a lot of resistance when attempting to inject the fluid into the patient.